Event description:
A malfunction was reported with no notable events leading up to it. The malfunction code was malf 12, but there was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur. The customer was able to continue using the pump and was advised to call back if any further issues occurred.